Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported deferred diagnosis after testing with the ID now covid-19 assay performed over two weeks in (B)(6) 2022. Testing was conducted with the kit swab on direct tested nasal samples and generated invalid results. Repeat testing was performed and generated invalid results. Per the customer, the invalid results were caused by the sample receiver and transfer cartridge not fully attaching to the test base. There was a 15 to 20 second increase in procedural time to properly conduct the test. It is unknown if confirmatory or other testing methods were performed. The customer stated that due to the deferred diagnoses there was the potential for covid-19 to spread. It was further stated that some patients were treated with paxlovid. No further information was provided regarding patient outcome.